Event description:
Pt reports after an hour of infusing hizentra today, they noticed that the medication wasn't flowing through tubing. Pt states it looked like only 4ml was left in the syringe. Pt tried troubleshooting and swapped out flow rate tubing, needle set, and restarted pump with a new syringe; all failed to start infusion. Pt states there is about 43ml left of medication. Pharmacy advised to connect syringe to needle set, and turn syringe upside down to push plunger using table for force as pt stated it was hard to push down on plunger. Pt understood and felt confident she can complete her infusion with this technique. Pump is available for return/investigation. No adverse events reported. Pt was able to complete infusion and didn't miss a dose. Pharmacy is going to send pt a replacement pump. Indication: nonfamilial hypogammaglobulinemia; common variable immunodeficiency, unspecified dose/amount: 15gm (75ml).